Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-01970. It was reported the patient was no longer receiving stimulation due to auto-reduction. Diagnostics revealed high impedance values for the scs leads. An sjm representative was unable to resolve the issue reprogramming. X-rays revealed no anomalies. Subsequently, the leads were explanted and replaced. Effective stimulation was restored with the surgical intervention.